Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
When the physician used the subject device during a total laparoscopic hysterectomy, it was noticed that the jaw of the device was broken and the broken portion had fallen off into the patient's pelvic area. The broken portion was retrieved and the procedure was completed. There was no patient harm reported.